Event description:
A customer contacted beckman coulter inc. (Bci) stating fluid was leaking from the reagent probe into the refrigerator and may have diluted some reagents. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the smart module and the waste vacuum valve for reagent probe.